Event description:
During biomed testing the device energy output did not match energy selection when levels above 200 joules are selected. There was no patient involvement in the reported malfunction.